Manufacturer narrative:
Final analysis found that the lead was damaged, due to clavicular crush, leading to a fracture of the outer coil and breaching of the outer and inner insulations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead sustained clavicular crush and exhibited noise. The lead was explanted and replaced.